Event description:
It was reported that the system monitor was blank while the patient was hooked up to the power module. It appeared as if no controller was attached. The power module patient cable, power module, and system monitor was changed out with no resolution. The patient received a controller exchange and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The returned system controller was connected to a test power module/system monitor and the white power cable was not communicating with the system monitor. However, the returned controller was then connected to a mock circulatory loop and the controller supported the pump at the set speed without any issues. There is damage to the printed circuit board (pcb) in the communication circuitry that is interrupting system controller communication, the root cause of this pcb damage is unable to be confirmed. The event log file contained approximately 3+ days of data (dated 02jan2022 - 05jan2022, according to the timestamp). Based on the log file, the controller supported the pump at the set speed and no atypical alarms or events were captured. The driveline was disconnected on (B)(6) 2022 at 16:44:57 for a system controller exchange at 16:45:54. There were no other notable alarms active in the log file. During the events that captured the system controller operation in the field, the pump was at a fixed speed of 5300 rpm and the low speed limit (lsl) was set to 4900 rpm. The system controller manufacturing settings are a set speed of 3000 rpm and a lsl of 5000 rpm. Since the speed settings are not at the manufacturing settings, this indicates that upon initialization the system controller was able to communicate with the system monitor. As events occur the log file overwrites the oldest events, the log file did not capture the initial use of the system controller. A review of the periodic log file showed events spanning approximately 10 days 26dec2021 ¿ 05jan2022 per time stamp. The pump maintained a speed above the lsl throughout the event records. There were also no notable alarms active in the log file. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 16dec2021. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system issues. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.